Event description:
Patient was ordered to receive cytarabine 193mg in 1939.5 ml infusing at at 81ml/hr over 24 hours for a total of 5 days. Initial day one of treatment began at 2100 however infusion lasted 25.5 hours, finishing at 2228 the following day. Day 2 of treatment infused longer than programmed by 2 hours and 32 minutes. Day 3 of treatment lasted an hour and 55 minutes longer than programmed. On day 4 of treatment, medication was hung at 0255. At 1455, pump module was changed out. Day 4 of treatment ran 1 hour and 20 minutes late prior to pump being changed out. Day 5 infusion on new pump ran over 43 minutes. In total, the infusion ran 7 hours and 58 minutes longer than programmed. The volume of the pump correlated with the amount of time infused, however there was still chemotherapy left in the bag each day. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
Patient was ordered to receive cytarabine 193mg in 1939.5 ml infusing at at 81ml/hr over 24 hours for a total of 5 days. Initial day one of treatment began at 2100 however infusion lasted 25.5 hours, finishing at 2228 the following day. Day 2 of treatment infused longer than programmed by 2 hours and 32 minutes. Day 3 of treatment lasted an hour and 55 minutes longer than programmed. On day 4 of treatment, medication was hung at 0255. At 1455, pump module was changed out. Day 4 of treatment ran 1 hour and 20 minutes late prior to pump being changed out. Day 5 infusion on new pump ran over 43 minutes. In total, the infusion ran 7 hours and 58 minutes longer than programmed. The volume of the pump correlated with the amount of time infused, however there was still chemotherapy left in the bag each day. There was patient involvement however no patient harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2021-76113 which captured the correct suspect devices per investigation report.